Event description:
This is the third of 4 reports (same patient, same incident, different product ids). This report is in regards to the cam02 (inter-cranial pressure and temperature monitor) with serial number: (B)(4). The user has gone through three camnio monitors on (B)(6) 2015 and each one failed saying there was a problem with the sensor board. The third monitor only gave an intracranial pressure (icp) reading not a brain temperature reading. It was reported that this was before it was "hooked up to spacelabs". Two of the three monitors have been tagged defective and the third was being use for icp only. Additional information was requested and on (B)(4) 2015, the following information was provided by the customer. All 3 monitors were used on the same female patient. The customer did not recall seeing any error code on the monitors, just the message with the icon regarding sensor board error. The first two monitors had already been tried several times and failed. It was not put back into service. The third monitor read the icp with an appropriate waveform. When the temperature cable was attached, the monitor very quickly read something like 34-36-38-40 and possibly 42 and then it went to - - . This happened more than once. It was reported that the catheter (1104bt) that was used on the patient was noted to have two of the temperature prongs bent by the end of the monitoring the next day, before noon. However, they were not bent the night before when the nurses were initially having problems with the monitor. The catheter was implanted on (B)(6) 2015 and was removed the following day (B)(6) 2015. The patient's brain temperature was monitored at all by other means, only systemic temperature was monitored. Patient outcome was reported as neurologically intact (many other physical issues; multi-trauma). It was reported that the customer did try the first two monitors on a brand new camino catheter off the shelf (not in any patient's head) the following day and the two monitors appeared to be functional as did the third monitor that was used overnight for icp readings.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.